Manufacturer narrative:
(B)(4). Pentax video colonoscope model ec-3890fi2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) regarding contamination of video colonoscope model ec-3890fi2/(B)(4). Sampling after the first reprocessing performed on (B)(6) 2017 detected 58 cfu of viable microorganisms at 36°c. Sampling after the second reprocessing performed on (B)(6) 2017 detected 11 cfu of viable microorganisms at 30°c. The device was not returned to pentax for evaluation as the second sampling result was considered satisfactory per the customer.